Event description:
The customer reported to olympus that the rhino-laryngo videoscope heats up at the round light connection. The customer stated they "almost got burned" on their fingers through the metal connector. Troubleshooting was attempted by testing with various devices, but the issue remained. The issue was found after a diagnostic video endoscopy, which had been completed with device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the device heated up at the round light connection; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.